Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an attempt to load a cartridge, the cartridge was not able to slide onto the guide rails and snap into place. The customer was able to load a new cartridge and resume insulin delivery. There was no impact to the customer's blood glucose level.